Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: rebooting was observed at the end of the black box data. During the rewind step, the pump gave a replace battery alarm. Moisture was observed in the display. Pump case was cracked near the corner of the display. Additional moisture was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.